Event description:
Report received of the set leaking at the luer connection of the tubing to the clave valve. The patient was receiving therapy with taxotere. Approximately half way through the taxotere therapy, the clave port spontaneously loosened, but did not disconnect from the luer connection with the tubing set. Approximately 10ml of taxotere leaked onto the patient's clothing and came in contact with the patient's skin. The leak was noticed by the nurse immediately and the spill was cleaned up per hospital policy. The patient was not harmed by the event and no medical interventions were required. The clave port was retightened onto the tubing set and therapy was resumed without further difficulty. Although requested, no additional information was available.